Event description:
It was reported while using the bd veritor ¿ at-home covid-19 test the user experienced a false negative result. The customer did a follow-up test with a doctor to get a positive result. There was no impact to the patient reported. (B)(4). The following information was provided by the initial reporter: problem description: customer tested negative on our test but went to the doctor the same day and just got results back and she was positive. Customer took our test one day last week, also went to the doctor that same day. Customer got a negative from our test but then the doctor called today and said she was positive. Was there any report of adverse medical impact? If so what? No."

Manufacturer narrative:
Medical device lot #: 1343402 was reported, however, this is not a lot# manufactured for this product #. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 1343204, ¿had a negative result however was positive when tested by their doctor.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative.

Event description:
It was reported while using the bd veritor ¿ at-home covid-19 test the user experienced a false negative result. The customer did a follow-up test with a doctor to get a positive result. There was no impact to the patient reported. (B)(4). The following information was provided by the initial reporter: "problem description: customer tested negative on our test but went to the doctor the same day and just got results back and she was positive. Customer took our test one day last week, also went to the doctor that same day. Customer got a negative from our test but then the doctor called today and said she was positive. Was there any report of adverse medical impact? If so what? No."